Event description:
It has been reported to us that during the procedure the occlusion balloon wire separated and remained the pt's vessel. The physician inserted a guide catheter into the pt and advanced the guide wire and the guide catheter forward to access the vessel. The physician removed the guide wire and exchanged the guide wire with the occlusion balloon wire. The physician inserted a balloon catheter and attempted to advance the device forward and felt resistance and the balloon catheter stopped advancing forward. The physician observed on the fluoroscope that "a loop in the wire." The physician continued the case and pushed the balloon catheter forward and crossed the lesion. The physician observed on the fluoroscope that the occlusion balloon wire had separated into two pieces. The physician continued the case and dilated the lesion with the balloon catheter. The physician removed the balloon catheter and the separated shaft of the occlusion balloon wire from the pt. The physician attempted to snare the separated section in an attempt to remove, however the physician was unsuccessful. The physician decided to send the pt for a surgical procedure to remove the detached section from the pt. The "surgical" was successful in removing the detached segment. The pt is reported to be stable.